Manufacturer narrative:
The customer contacted a siemens customer care. Quality controls were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist does not suspect reagent or instrument issues since no other samples were affected. The customer continued to run samples on the dimension vista instrument (s/n: (B)(4)) and had no other incidents. The cause of the discordant, falsely low glu result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.